Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Device image analysis indicated excessive high powered telemetry usage which caused device to temporarily disable rf telemetry to preserve battery power. The monthly current trend was normal, and voltage was in normal range of operation. Further electrical and mechanical analysis performed in nominal setting did not find any anomaly and device was able to be interrogated through rf telemetry. Longevity assessment was performed, and device was found to have appropriate remaining longevity.

Event description:
During a follow-up in clinic, a loss of capture was noted on the right ventricular (rv) lead. Furthermore, the device was suddenly unable to be interrogated with the radio frequency antenna and no episodes were recorded. The rv lead and device was explanted and replaced. The patient was stable. Related manufacturer report number: 2017865-2021-11093.